Manufacturer narrative:
(B)(4). Concomitant products: unknown liner, unknown head, unknown stem. (B)(6). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510k number k051569. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the ring of a metal shell was deformed. The surgery was completed with a second device. Attempts have been made and additional information on the reported event is unavailable at this time.